Event description:
The customer reported that the transfusion set was leaking during priming. There was no patient impact since the leak was discovered during priming of the device. The complaint device was sent for further evaluation. A one set of transfusion set that is used and contaminated was received from the customer for investigation. During our initial investigation we found a separation that is occurring between the pvc-tube and the green connector. A retained sample of the same batch was obtained for further testing. A free flow and a tightness test were performed on the retained sample with passing results. Also, a review of the production documents did not show any deviation or other issues regarding this batch. Up to the reported event date there are no other complaints regarding this batch. The complaint was forwarded to the production facility for further evaluation. It was determined by the production facility that the initial findings of separation between the pvc-tube and the green connector is due to manufacturing error, where the tubing was not inserted deeply enough into green connector during the gluing process. The assembly staff was re-trained on the process.